Manufacturer narrative:
Due to characterization limit, e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) required service. The issue was discovered by the customer during routine check. It was a malfunction of the device; this is the only information provided by the customer. There is no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse replaced the caster wheel successfully. The fse also stated that there was no reading from the unit to the backplane board. The fse replaced the pneumatic module to backplane cable which resolved the issue. The fse also reported that one of the mufflers had been snapped off, so both 18 npt mufflers were replaced. The unit passed all functional and safety tests. Based on the evaluation results provided by the fse, the failure occurred due to a defective pneumatic module to backplane cable, muffler (2x), caster. The issue was resolved by replacing the malfunctioning parts. The part is not available for return. Therefore, no root cause evaluation can be performed. The most probable root cause for the wheel hospital cart caster wheel malfunction is excessive external force the most probable root cause for the cable failure is excessive stress or fatigue the most probable root cause for the component broken sharp edges is excessive external force.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) required service. The issue was discovered by the customer during routine check. Along with that device had broken wheel caster, no reading in backplane board, damaged cable and snapped muffler.there is no patient involvement.